Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney the patient underwent a procedure on (B)(6) 2012 and mesh was implanted. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that under spinal anesthesia on (B)(6) 2012, the patient had a total colpectomy, enterocele repair and colpoperineorrhaphy.